Manufacturer narrative:
B3: unknown. No information has been provided to date. D: no information found for di number. E: full phone number: (B)(6). G: no information found for 510(k) number. The device was received for evaluation. Service history review identified, there was no indication, that the complaint was related to a service of the device within the review period. The event history log was downloaded and found isolated number of "high alarm displayed. Downstream occlusion" reports. Visual and functional tests were performed, and the pump alarmed both occlusions properly and within limits. The customer's problem was not duplicated. The device's sensor was preventatively calibrated.

Event description:
It was reported, that the pump is beeping in occlusion. There was unknown, patient involvement. And no patient harm/adverse event reported.